Event description:
It was reported that a user of the ilet insulin pump experienced recurrent low blood glucose, with the lowest reported value of 56 mg/dl, and was counseled that missed or late meal announcements and exercising without suspending insulin could contribute to hypoglycemia; the user used oral carbohydrates, including juice and sugary foods, to correct lows and reported weight gain attributed to frequent corrections. Symptoms included hypoglycemia. Outcomes included transient impact with self-treatment and no medical intervention or hospitalization. Investigation included a review of device data and user reports as part of troubleshooting and education. Investigation of this case revealed user handling related to meal announcement timing and exercise management, with education provided on timely meal announcements and suspending insulin during exercise, as well as guidance to treat lows with 5¿10 g carbohydrates and reassess after 15 minutes. It was concluded that the device functioned as designed and that the event was related to user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.